Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The system pcb was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be electrically damaged fl6.